Event description:
It was reported that during one aneurysm embolization at posterior communicating artery, the operator tried to use the stent (subject device). When delivered the stent (subject device) to proximal of the microcatheter, the stent (subject device) deployed unexpectedly in microcatheter. Withdrew the delivery wire, and the stent (subject device) could not be retracted back to sheath. The operator replaced the stent (subject device) and the microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed, the stent was found to be intact, the sdw was found to be kinked/bent, and the sdw tip was found to be kinked/bent. A functional test was not required as atlas is not re-sheathable. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. The introducer sheath was properly inserted all the way into a microcatheter hub prior to transfer and the rhv was correctly adjusted to allow passage of the neuroform atlas device through without causing damage. The issue was noted when 'delivering the stent to proximal of the microcatheter, the stent deployed unexpectedly. Withdrew the delivery wire and the stent could not be retracted back to sheath'. There was no resistance encountered between the stent delivery system and the guide catheter as it was advanced to the lesion and no friction as the stent was advanced over the guidewire. However, during advancement/repositioning of the device, the inner body was reported to be advanced independently of the outer body. The physician was attempting to retract the stent in response to the observation that the stent had begun to prematurely deploy. The stent was returned for analysis already deployed. It was intact (undamaged). The stent delivery wire (sdw) was kinked/bent. The introducer sheath was not returned for analysis. The as reported codes as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during one aneurysm embolization at posterior communicating artery, the operator tried to use the stent (subject device). When delivered the stent (subject device) to proximal of the microcatheter, the stent (subject device) deployed unexpectedly in microcatheter. Withdrew the delivery wire, and the stent (subject device) could not be retracted back to sheath. The operator replaced the stent (subject device) and the microcatheter with a new device and continued the procedure without clinical consequences to the patient.